Event description:
It was reported that during central processing, the tip of the 8mm large suturecut needle driver (nd) instrument broke off. The tip could not be found. The previous procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the tip broke off in sterile processing getting cleaned. No patient was involved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.207" x 0.068" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.